Event description:
It was reported that while using the surgical fiber during a prostate procedure, with (B)(4) joules used and 21:55 minutes expended, the fiber broke in between the handle and fiber and the aiming beam was visible at the point of breakage. The procedure was completed using the bipolar method. There was no injury reported.

Manufacturer narrative:
Evaluation: failure analysis for fiber (B)(4): the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the fiber is broken within the outer flow tubing forward of the control knob, between distal tip and control knob, and exhibits indication of bending, crushed, and no melting at break location; the fiber was tested with hene laser fixture, aim beam is present at break location; the outer flow tubing open end exhibits minor scratch marks; connector detached. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.